Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the catheter broke off inside the patient. The "piece" that fills the balloon fell off the catheter with part of the catheter tip missing. The patient complained of urinary tract infection (uti) symptoms and pain. No contact information was available to follow up.